Manufacturer narrative:
The complaint investigation is under final review, it currently provides insufficient objective evidence to determine the most probable cause. Results pending completion of the investigation with follow up of supplemental.

Event description:
Fhc 102 alere hcg dev urine 20t identified as same similar fhc 102t to which is marketing in the us as per qsc v01 revision ao. On the (B)(6) 2023, customer reported two false negative results on the same patient when using alere hcg dev urine 20t, part number 4551149016, product code fhc-102, lot number 0000610938, expiry date 13 august 2024. The two false negative results were obtained following a positive result, on the same patient, using the same lot number. The customer explained that the test was repeated due to the patient¿s history and risk. The same urine sample was used for each re-test. A b-hcg (blood test) confirmatory test was performed. This result was positive. Review of the information provided did not identify any evidence of misuse. No deviations were noted regarding product and specimen storage, handling, or testing technique. The customer confirmed that the patient was not negatively impacted by this event.

Event description:
Fhc 102 alere hcg dev urine 20t identified as same similar fhc 102t to which is marketing in the us as per qsc v01 revision ao. On the (B)(6) 2023, customer reported two false negative results on the same patient when using alere hcg dev urine 20t, part number 4551149016 product code fhc-102, lot number 0000610938, expiry date 13 august 2024. The two false negative results were obtained following a positive result, on the same patient, using the same lot number. The customer explained that the test was repeated due to the patient¿s history and risk. The same urine sample was used for each re-test. A b-hcg (blood test) confirmatory test was performed. This result was positive. Review of the information provided did not identify any evidence of misuse. No deviations were noted regarding product and specimen storage, handling, or testing technique. The customer confirmed that the patient was not negatively impacted by this event.

Manufacturer narrative:
MDR 3005641941-2023-00002 was initially filed based on a complaint received from a customer reporting two false negative results using product fhc-102 alere hcg dev urine 20t, product lot 0000610938, which is same/similar to the fhc-102t marketed in the us under 510(k) k993317. Please see below for a summary of investigation conducted and conclusion: retain product testing was performed on lot 0000610938; 10 pieces from this lot were tested and devices tested showed expected positive results where all devices yielded positive result on qc cut-off standard and high hcg clinical urine sample, and the product met qc release specification. False negative results were not observed and no product deficiency identified and the alleged false negative was not replicated. Manufacturing batch records for lot 0000610938 were reviewed and confirmed there were no non-conformances for this lot and the quality control (qc) release data met qc specification. The complaint history data for this product has been reviewed with no adverse trends/ signals identified. One other false negative complaint has been received for this lot. Complaints will continue to be monitored and tracked. The risk management report ( (B)(4) ) was reviewed and false negative results assessed for this product fhc-102 showed no new hazard was identified. Investigation conclusion: from the complaint information received, it was noted that the urine sample used for testing was not the first urine sample of the morning. Product insert states that a urine sample collected at any time of the day is suitable, but a first morning sample is recommended since it generally contains the highest concentration of hcg. As per product insert a timer is to be used to read the result at 3 minutes after dispensing the sample and not to interpret results after the 3 minute read time. The complaint information states that the customer did not use a timer during the testing and confirmed that they ¿watched the time on the computer¿. Based on above investigation no device deficiency has been identified. Most probable root cause for false negative results is user not following the manufacturer¿s instruction. Based on the above summary, the investigation is deemed complete.corrected d7a is this a single-use device that was reprocessed and reused on a patient this was answered as "yes" incorrect updated to "no" h3 other text : device not available. Single use.